Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06658. It was reported the pt alleges his scs system never worked for him and he would like to have it explanted. The pt stated he did not have a pain problem but a problem with numbness from arthritis. The pt also stated he used his scs system for a while and finally gave up on it. The pt was advised to contact and discuss the issue with his physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.